Event description:
According to the reporter, during surgery a laparoscopic cholecystectomy, endo peanut dissector came apart during use. The radiopaque tip was retrieved and placed together in its original package and taken out of service. All was retrieved. No patient injury was reported. No additional information of the event was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.